Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return

Event description:
It was reported a geriatric nurse tested the patient and received a result of 7.0 mmol/l on the aviva system. The patient had symptoms of hypoglycemia. The emergency doctor was called and a result of 3.0 mmol/l was taken on the doctor's unknown meter 30 minutes later. The patient was taken to the hospital and was hospitalized for an unknown amount of time. The type of treatment that was given to the patient was unknown. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.